Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If explanted, give date: not applicable as the lens remains implanted. (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation a plastic particle was implanted together with the intraocular lens (iol). The iol remains in the eye of the patient and so far no issues. Through follow-up we learned that the particle was removed and discarded during the implantation. The lens remains implanted. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: section d10: device available for evaluation ¿ yes, returned to manufacturer on 4/4/2020. Section h3: device returned to manufacturer ¿ yes. Device evaluation: the complaint product was received on the (B)(6) 2020 in a plastic bag. In addition, the reported foreign mater (small white particle) was received in a sample container. The plunger of the device was in a partially advanced position. The cartridge was correctly engaged to the device. No assembly error and/or defect related to manufacturing process were observed. Lubricating material residues were observed in the device. No lens was received as it remains implanted. The foreign material was sent to eag laboratories for characterization. The ftir (fourier transform infrared) analysis of the foreign material cf# (B)(4) shows that it is consistent with abs (acrylonitrile/butadiene/styrene). The returned unit was evaluated with the sem (subject matter expert). The device was disassembled in order to verify the internal components. A similar white particle was found between the pushrod and the plunger. Therefore, the reported issue was verified. Based in the analysis of the product returned and eag lab. Results a potential product quality deficiency and product malfunction were identified. Nr-0143710 was issued for further investigation. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is an indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.